Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding spike set. The customer reports that the device is leaking at the junction of the feed bag and the plug. No patient injury or ill effects. No medical intervention required.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two used samples were return for evaluation. During the visual inspection it was observed that rest of feed was in the junction of the cross spike and the tubing. A functional test was performed and when the device was connected, a leak was observed at the junction mentioned in the report. The failure mode was confirmed. The root cause for the connector leaking is a dimensional gap between the connector and tubing. A corrective action was opened at the manufacturing site to improve the dimensional gap between the cross spike connector and tubing to help mitigate leaking. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.